Manufacturer narrative:
Investigation results were made available. Trend analysis: a trend considering the following event was identified: infection. 3 similar investigated events within 1 month for item number 00-8775-032-02 have been found. An issue evaluation has been performed. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that a patient had xlpe liner - biolox head, implanted on an unknown date and subsequently experienced infection. Thus patient underwent first stage of revision surgery to remove liner and head on (B)(6) 2017. Review of received data: photo of the explanted liner and head was received. The ceramic head seems to have very small area of metal transfer on the ball surface. No deformation is visible. Implant stickers were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. The sterilization certificate for the biolox head was reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Root cause analysis: root cause determination using dfmea: nonsterile product due to sterile barrier is not sufficient within the sterility garantee. Not possible: the sterile barrier is validated according to the packaging specification. Incorrect sterilization method leads to non sterile head implant due to incorrect sterilization method. Not possible: the sterilization method is validated according to the sterilization specification. Non sterile product due to improper handling during surgery due to wrong handling of device due to wrong information. Possible: the handling of the device is out of zimmer biomet control. Unsterile product, damaged product due to inadequate packaging (eg. Temperature, vibration, impact during transport or storage). Possible: the packaging of the product is validated according to the packaging specification. Nevertheless, one should check the product before opening the packaging regarding the existence of any imperfection/deformation. Transmission of infectious agents or mechanical failure due to reuse of the device which is only intended for single use. Possible: IFU chapter "warnings - single use only - do not re-use" and symbol on box label: "not to be re-used" is provided to customers. However, still it is not surely known whether the device was used before or not. Conclusion summary: according to the reported event head and liner of the tha were revised due to the infection after unknown in-vivo time. Sterilization specification of the device certifies the suitability of sterilization. Sterilization certificate is reviewed. The sterilization certificate confirms that the product was sterilized according to the specifications. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Moreover, no trend on infection was observed for this product/batch before. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, packaging failure during transportation and reuse of the device which is only intended for single use. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. However, further investigation (issue evaluation) has been initiated to determine the necessity of potential corrective and/or preventive actions. The investigation revealed no evidence that the products were not manufactured due to specifications. No containment deemed necessary as no accumulation for one lot was found. The biolox delta heads were included in separate batches which were sent for sterilization. No accumulation for one pallet was found. No corrections deemed necessary. The reported products were implanted. There is no evidence that there are contaminated products available. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes for infection include wrong handling of device, packaging failure during transportation and reuse of the device which is only intended for single use. Also other, not product related issues, can lead to infection after implantation (e. G. Hospital related issues, instrument related issues or patient pre-existing illnesses). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a biolox delta, ceramic femoral head, m, 32/0, taper 12/14 on the left hip on an unknown date. It was reported that a first stage revision surgery took place on (B)(6) 2017 due to infection. The liner and head were removed and replaced. Note: this is a split case with zimmer inc., (B)(6) reference number (B)(4) (liner revision).